Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected number scrolling during testing. Device was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump would not stop scrolling when pressing the buttons and the buttons do not respond all the time. Blood glucose value is unknown. The customer mentioned the device was dropped. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.